Manufacturer narrative:
(B)(4). The customer reported that the device repeatedly failed, the user initiated shift/extended self test with an error code of 90007 (pacer failure). There was no interruption of the test process, and there was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device repeatedly failed, the user initiated shift/extended self test with an error code of 90007 (pacer failure). There was no interruption of the test process, and there was no patient involvement.